Manufacturer narrative:
The device's stored memory was reviewed and evaluated by boston scientific's post market quality assurance laboratory. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that controls episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Boston scientific software engineers recommended reprogramming the episode data storage settings to prevent the interval information mismatch from causing future warm re-sets. The reprogramming was conducted and device data was submitted for review; the software engineers confirmed that the programming changes had corrected the issue.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for testing. Upon receipt at our post market quality assurance laboratory, detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed; however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. This finding would not likely have impacted this device's ability to sense and deliver therapy given this patient's episode history. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was associated with a remote monitoring report that indicated negative values for counters since the last remote follow-up for the number of atr mode switches, pvc and rate smoothing events. It also was observed that the reported device totals for some event types were likely incorrect, as the labeled number of atr episodes exceeded the reported device total. There was no evidence or history of device exposure to radiation therapies. A boston scientific technical services consultant (ts) discussed conducting a device check and downloading the stored data for an engineering analysis. The patient was seen clinically, and device interrogation showed no operational anomalies. A copy of device data was submitted for analysis.